Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2009-xxxxxxxxx for a description of the other device. This initial customer report was not considered reportable. Upon completion of the device evaluation in 2009, this event was reclassified as a reportable event. It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used during an ureteroscopy procedure and during the procedure, the basket failed to open before entering the patient. The physician completed the procedure with another device.

Manufacturer narrative:
A functional check found the basket of the device is open and cannot be closed. The sheath of the device is buckled and separated at the handle, preventing the basket from functioning.